Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during an egd (esophagogastroduodenoscopy) with hemoclipping procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, the clip prongs broke off. The physician used a second clip and noted that it was stuck to the delivery catheter and was very difficult to deploy; however, the procedure was completed with the second clip. The second clip, utilized by the physician to complete the procedure, was not manufactured by boston scientific. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Damage, internal / external. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.